Event description:
See also MFR report: 3004209178-2009-04900. It was reported that the stimulation was turning off about 2-3 times per month. There was no identified pattern or possible cause. The pt was instructed to keep a log over the next 1-2 months to see if a cause could be determined. Further info is being requested from the hcp.

Manufacturer narrative:
(B) (4).